Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 515 mg/dl and small ketones. Reportedly, the cause for the reported issue was due to an incomplete cartridge change alert occurring. Tandem technical support educated the customer on the cause for incomplete cartridge change alerts. The customer required assistance addressing bg level with a manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.